Event description:
It was reported that the device was draining batteries rapidly. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory pcb, the user interface pcb and the power pcb assemblies. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies and determined that the root cause of the reported failure was shorted capacitor, designator c13, on the user interface pcb assembly.